Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose was 200 mg/dl, 240 mg/dl and now going up higher to 300 mg/dl and 400 mg/dl. Current blood glucose was 180 mg/dl covered for basals and boluses to get back down to 200 mg/dl. Customer reported the following symptoms related to their high blood glucose were nausea and headache. Customer treated high blood glucose only with the insulin pump. Currently blood glucose was 180 mg/dl covered for basals and boluses to get back down to 200 mg/fdl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.